Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso(B)(4) and eo residual levels in compliance with iso( B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso(B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the arm between 4 and 24 hours, the patient developed an allergic reaction to the adhesive pad with itching an irritation and the blood glucose (bg) levels reached up to 300 mg/dl. The patient visited the dermatologist, where was prescribed an ointment (momegalen-lösung) to be applied on the site and dermatological adhesive patches to be used under the pod.